Event description:
On december 4, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter had a calcode issue. The patient tests her blood glucose 4-5 times a day. She takes a set dose of 32 units 70/30 insulin every morning. She also takes about 22 units of 70/30 insulin in the evening. She adjusts the evening dose based on her meter readings. If her blood glucose is low. She takes less insulin. Likewise, if her blood glucose reading is high, she takes more insulin. The patient explained that, the meter would show the code number but would not do anything else. She indicated that, the alleged meter issue started in 2007, at midnight. The patient stated, that she was unable to test her blood glucose for about 4-5 days. During that time, the patient continued to take her morning dose of insulin as usual. About 3 days after the reported meter issue began, the patient took a dose of 70/30 insulin before going to bed. She could not remember how many units she took but believes it was around 22 units. During the middle of the night, the patient developed symptoms of feeling shaky and hot. The patient administered self-care by eating food which helped to relieve her symptoms. She denied seek or receiving medical intervention from a health care provider. The patient was not tested on another device. The reported meter issue was resolved with training. This complaint is being reported due to the following conclusion: the patient alleged that she was unable to test her blood glucose for 4-5 day because of the meter issue. She also claimed that she was unable to adjust her evening doses of insulin during the time of concern and developed symptoms that suggested hypoglycemia.